Event description:
A report was received that the patient had experienced pain at the lead site. X-ray revealed lead migration. The patient will undergo a revision procedure wherein the lead will be replaced.

Event description:
A report was received that the patient was experiencing muscle spasms when stimulation was turned on and pain at the lead site. X-ray revealed lead migration. The patient will undergo a revision procedure wherein the lead will be replaced.

Event description:
A report was received that the patient was experiencing muscle spasms when stimulation was turned on and pain at the lead site. X-ray revealed lead migration. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced with new ones. The physician confirmed that the pain was not device or procedure related. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.